Event description:
On (B)(6) 2011 the reporter, the patient's father, reported the patient received treatment with a glucagon injection on that date. The reporter refused to provide any further information regarding the patient's blood glucose readings, insulin treatment, symptoms or the glucagon treatment. The patient did not seek any medical attention. The reporter refused to troubleshoot the insulin pump. It would have been helpful to determine the patient's symptoms, blood glucose readings, insulin doses, meals and other medications taken prior to the reported event. There is no information provided concerning the pump. However, as the patient experienced an episode requiring glucagon treatment while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/17/2013 with the following results: dates in total daily dose history are incongruent changing from (B)(6) 2013. No data in black box from this time due to continued use. Daily insulin delivery totals appear inconsistent due to time/date issue. No data in black box or download histories from time of reported low bgs due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Pump time and date was set; pump exercised for 24 hours. The battery was removed. Pump left without power for 23 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.